Event description:
Boston scientific (formerly guidant) received info that the ancure endograft product completely occluded five years and four months post implant. The pt experienced claudications and continues to be monitored. No additional adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft remains implanted. No additional info is available at this time. If additional info becomes available, this report will be updated.